Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Refer to field for the results of the imaging evaluation.

Event description:
The following was reported to gore: on (B)(6) 2016, the patient presented with a ruptured abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses in an emergency procedure. On (B)(6) 2018, a type iii endoleak on the patients left was discovered due to insufficient overlap between two contralateral leg endoprostheses. It was also stated that the aneurysm diameter increased from 82-83mm to 84mm. On (B)(6) 2018, a reintervention was successfully performed by relining the separated components with an additional contralateral leg endoprosthesis.